Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. Three photos received. During the visual analysis of three photos, the following was observed: the first photo shows an echelon flex 35 device from batch area # u5dn3z. The second photo shows a white reload from batch area. The third photo shows a device from anvil area with a white reload loaded and the device appears to be unfired. Also, the condition of the staples could not be assessed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the segmentectomy surgery when severing vessels tissue on the first and second firing, after fired with two vasecr35a, noted staples malformed with irregular shape (with straight leg). Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.